Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, a user experienced a significant drop in blood glucose (bg) from a normal range to 35 mg/dl between 12:00 am and 1:00 am pt. To raise their bg, the user consumed half a liter of soda and disconnected from the insulin pump until bg returned to normal. The user verified the accuracy of their dexcom g7 continuous glucose monitor (cgm) with a fingerstick test. They reported announcing meals (bolus) as "less than usual" and inquired about scheduling additional training, including a potential factory reset of the device. The user also reported experiencing a seizure during the event but did not require medical intervention.